Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk.

Manufacturer narrative:
Multiple attempts have been made to get additional info about pt involvement, but no response from customer. The investigation and service were reported to be completed by the customer. Customer replaced the bdu cpu pcb and npb customer service engineer performed software upgrade only. The device passed all functional test required for this product.